Event description:
It was reported on (B)(6) 2011 that stimulation was toggling off. Additional information received from the hcp reported that the patient received a new battery in (B)(6) 2011. The battery had turned on/off several times since then. The pacer magnet turned the battery back on successfully. There were no more reports of the device turning off. It was reported that the patient's symptoms worsened when the device was off. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Lead model 3387-40, lot# j0114264v, implanted: (B)(6) 2003, explanted: unk. Lead model 3387-40, lot# j0114193v, implanted: (B)(6) 2003, explanted: unk. Extension model 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. Extension model 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. Programmer model 7436cl, serial # (B)(4).